Manufacturer narrative:
Insulin pump received with broken end cap noted. Keypad button not response due to j2 connector unlocked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received loose drive support cap. The drive support cap is cracked and popped out. Customer advice to discontinue use of the pump and revert to a back-up plan per hcp's instruction the reservoir will be returned for analysis.